Event description:
The healthcare professional (hcp) of the home pt (hp) reported the hp felt overfilled while using the homechoice cycler for apd therapy. The hcp relates that the hp felt shortness of breath and abdominal pain during apd therapy after being filled with their programmed fill volume of 2700mls. Hcp relates that when this occurrred the hp discontinued their apd therapy and completed treatment by performing manual exchanges. According to the hcp, review of the device's therapy log revealed that during one of the hp's initial drains approximately 3400mls was removed, which the hcp feels may have occurred as a result of the hp discontinuing apd therapy and performing manual exchanges. Hcp relates that 3 weeks prior to the incident, the hp had received cardiac surgery and the hcp feels that as a result, the hp had difficulty tolerating the programmed fill volume. The hcp 2100mls and relates that the hp has had no further difficulties during apd therapy. Hcp states that there was no pt injury or medical intervention as a result of this incident.